Event description:
On (B)(6), 2026, a patient implanted with an osm ipg had their device explanted and replaced. Approximately six months prior, the patient had reported falling "and landing really hard", and a few months after that, the patient reported seeing an a09 error code being displayed on their charger when they attempted to charge their ipg. When the patient was seen by an impulse dynamics field representative six days after this report, multiple attempts were made to charge the ipg. However, none of these attempts were successful, and the decision was made by the physician to replace the device. This replacement occurred on (B)(6) 2026 with no complications. The explanted ipg was received by impulse dynamics USA in (B)(6), nj for evaluation on (B)(6) 2026. The device remained sealed in its biohazard bag during the initial investigation. The investigator first attempted to interrogate the device but was unable to establish a link. While the device was attempted to be charged via blind charge mode, the investigator used the search loop application on the programmer that detects the presence of powered ipgs in the vicinity of the programmer wand. The serial number of this ipg only showed on the list of detected devices when it was placed on top of the charging wand and subjected to the energy of the blind charge. As soon as the ipg was removed from the top of the charging wand, the ipg serial number stopped appearing in the list of detected devices after a few seconds. The blind charge test was repeated 3 more times with the same result each time. The ipg was left on the charging wand for a few minutes to see if the wand would charge up the ipg battery enough to revive the device. This had no impact on the behavior of the ipg during the search loop test; the ipg did not appear in the loop when charging was stopped. After initial evaluation, the device was sent out for decontamination at an approved decontamination facility. The decontaminated device was returned to ID USA on february 13, 2026, and the previous interrogation and charging issues persisted. The device will soon be sent to our contract manufacturer for further investigation and evaluation.